Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer encountered issues with insufflation and smoke evacuation. The surgeon informed that the smoke evacuation function was not working for two cases and received a message mid-case requesting a full system restart. To continue the procedure, the customer switched to standard insufflation tubing. Technical support engineer (tse) reviewed the system insufflation information and did not find any abnormalities. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: they switched to a third party insufflator to continue the procedure.

Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue.